Manufacturer narrative:
Date of report: 15feb2019. Date rec¿d by MFR: 14feb2019. The field service engineer (fse) replaced the touch screen assembly to address the customer reported problem of touch screen not working. Failure analysis on the returned touch screen assembly shows that the touchscreen assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Report date: 01nov2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen was not working and that the alarm could not be silenced. There was no patient involvement. The event date was not specified; estimate used.